Manufacturer narrative:
(B)(4). According to the product manual, electrosurgical cautery can induce ventricular arrhythmias and/or fibrillation or may cause asynchronous or inhibited pulse generator operation. The device was exposed to extensive testing. Normal electrical characteristics were measured throughout all tests. Visual and x-ray inspection found no anomaly.

Event description:
It was reported that during system upgrade, while using electric knife, pacemaker inhibited stimulation for at least 10 seconds even after cauterization had stopped and then began to stimulate again. Measurements were fine and patient's condition is good despite being pacemaker dependent.